Event description:
It was reported by the rep that the device was used during a laparosocpic cholecystectomy. It was reported the surgeon said the clips were not completely closing at the proximal end of the clip and were coming off. The surgeon pulled a second applier and completed the case without incident. There was no consequence to the pt.